Manufacturer narrative:
(B)(4). Batch # m5320r the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sigma procedure, the instrument head could not be connected. After inserting the instrument into the colon, the trocar of the stapler was put through the staple line (of an endo gia from covidien). The head could not connect because there was a b-formed staple in the spring of the head. The surgeon removed it then the instrument worked normal. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: it was confirmed that the trocar of the cdh29a has been advanced through a pre existing staple line of a endo gia device (double-stapling technique). The anvil could not be connected to the trocar due to a b-formed staple in the locking spring of the anvil. After removing the staple the anvil could be connected to the instrument and the device was used to finish the procedure successfully.